Event description:
My bodyguard mini plus strip caused a rash and a hole/cut in my chest. It looks like the plastic strip pressed through the cloth like adhesive material and cut me. I'll attach photos for reference.